Event description:
It was reported by the customer that post implant a realize band, the patient presented with port site pain. When surgeon examined the area, it was noted that the port had flipped. The port was replaced. The patient is stable and doing fine.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. The injection port (lot# zlnbdy) was returned for evaluation. Upon visual inspection, it was observed that the actuator ring was returned in unlocked position, and hooks were retracted. Several red and brown stains were observed on the septum retainer, and actuator ring. Upon microscopic evaluation, it was noted that the septum was never punctured, it was also noted that the septum retainer where the etch number is etched, several punctures were observed. A blockage test was performed with a successful result; no blockage was found. A leak test was performed on the injection port with a successful result; no leak was found. A functional test was performed on the injection port with a successful result. Hooks were deployed and retracted.